Manufacturer narrative:
However there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a gates drill separated. No injuries and medical intervention was reported.

Manufacturer narrative:
The gate returned in loose has been observed and has no damage. Involved gate glidden drills which have broken during use have not been returned and cannot be analyzed. Nothing unusual to report was found during DHR review. Unused product has been evaluated, the gate was found in compliance with specifications after torque test. Root causes are not identified. We will track this kind of event and monitor the trend.